Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal but customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the selftest, unexpected restart, rewind and displacement tests. However, the pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a slightly loose drive support disk. No compromised force sensor system alarms were noted. The pump was received with a corroded battery tube. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.